Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted on (B)(6)2023. Around 5 minutes after insertion the sensor the patient felt extreme pain and decided to remove the sensor. When the sensor was removed the patient was not able to see the sensor wire. The patient went to the emergency department soon after and various interventions were done, even though it could not be confirmed if this all happened on the same day. The patient reported that multiple surgeries happened, for which she received morphine as a local anesthetic, and that the sensor wire was removed during the second surgery. The patient was given an unspecified anti anemic treatment, and a course of antibiotics (name and dosage unknown) were given to prevent infection. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.)